Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 57 mg/dl after the sensor failed to provide readings, prompting the device to enter bg-run mode. The user managed the episode with fast-acting carbs and reinitiated sensor pairing. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.